Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by kenichi mishima, hiroshi kitoh, koji iwata, masaki matsushita, yoshihiro nishida, tadashi hattori, and naoki ishiguro. Product location unknown

Event description:
Information was received based on review of a journal article titled, ¿clinical results and complications of lower limb lengthening for fibular hemimelia,¿ which aimed to review clinical results of lower limb lengthening for fibular hemimelia. One patient identified in the article required reattachment of the fixator due to fatigue loosening of the bone screws.